Event description:
Pump programmed in intermittent mode. Dose should be every 4 hours over 30 min, rate 38.6 or 19.3 every 1/2 hr. Between doses keep open rate would be 0.2cc. Bag should last 48 hrs. Bag hung at 1530 on 9/9 & was empty by 8:35 am on 9/10/99. When info was downloaded after 1530 dose pump did not go to k.o. Rate until after 1930 dose. Pt received 9 million units penicillin over 4 1/2 hrs, instead of 2 doses of 1 million each.